Event description:
It was reported that during normal follow-up, the patient notifier vibration was unable to be felt during testing. It was also noted that the device had been exposed to MRI. The patient was asymptomatic. The clinician had left the notifier enabled and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.